Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), polycystic ovaries ("pcos"), rash ("rash") and skin disorder ("skin condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy, oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, weight increased, endometriosis, adenomyosis and polycystic ovaries had resolved and the allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection, cystitis, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dyspareunia, endometriosis, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted with date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. Plaintiff received treatment for pelvic pain, dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, bladder infection, vaginal infection, fatigue, hair loss, hormonal changes, migraines, headaches, nausea, weight gain, endometriosis, adenomyosis, pcos diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. On (B)(6) 2019: plaintiff fact sheet received: previously reported event "injury nos" was updated with "pelvic pain", events- "dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, psych injury, bladder problems, urinary problems, bladder infection, fatigue, hair loss, hormonal changes, migraines, headaches, nausea, weight gain, endometriosis, adenomyosis, pcos, rash/skin condition", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea(cramping"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), allergy to metals ("nickel allergy"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), polycystic ovaries ("pcos"), pruritus ("rash/ rashes or skin conditions type: intensive itchiness in whole body all the time"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infection"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy, oophorectomy (unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, alopecia, hormone level abnormal, migraine, headache, nausea, weight increased, endometriosis, adenomyosis and polycystic ovaries had resolved and the allergy to metals, depression, bladder disorder, urinary tract disorder, vaginal infection, cystitis, pruritus, dysmenorrhoea, vaginal haemorrhage, urinary tract infection, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, pruritus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted with date(s) of insertion: on (B)(6) 2012 and on (B)(6) 2012. Plaintiff received treatment for pelvic pain, dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, bladder infection, vaginal infection, fatigue, hair loss, hormonal changes, migraines, headaches, nausea, weight gain, endometriosis, adenomyosis, pcos. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: essure confirmation test result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: previously reported event- psychological trauma was replaced with specific event depression, previously reported event- rash was replaced with specific event itching all over, newly added events dysmenorrhea, vaginal bleeding, urinary tract infection, anxiety, vaginal discharge. Onset date of previously reported events- dyspareunia, bladder problems, urinary problems, fatigue, hair loss was added. Reporter was added, consumer height was added, lab data were updated. On 11-dec-2019: mr received: reporter was added, medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.